Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A decrease in defibrillation impedance on the right ventricular lead was noted. No intervention was performed. Further information was requested but not received.